Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
Burr began over heating during the case and the hd long was black at the end of the case. Case type: pka.

Manufacturer narrative:
Reported event: it was reported that burr began over heating during the case and the hd long was black at the end of the case. Product evaluation and results: no device inspection could be completed as the product was not available for evaluation. Product history review: device history records was not performed as the device is an OEM product. Complaint history review: a review of complaints in catsweb and trackwise related to p/n long-hd, ln/sn (B)(4), shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Product was not available for evaluation.

Event description:
Burr began over heating during the case and the hd long was black at the end of the case. Case type: pka.